Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the stomach, the surgeon was able to press the green button and squeeze the handle. The staple line was incomplete proximally. Suturing was done to fix the staple line. The reload was replaced to complete the case.